Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower case halves and both bail covers were broken, the control knobs and ring cover were contaminated, one printed circuit board flex was creased, the battery contacts were compressed, the battery drawer was damaged and the keyboard window was scratched. (B)(4).